Event description:
Complainant alleged that during a routine shift check by a clinician the device's screen blank out and was also unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.